Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 30may2023 the patient had an infection and was hospitalized. The patient had a continued bacterial driveline infection. Surgery and drug therapy were performed. The infection was caused by complexity of medical management. Although the infection was considered to be unrelated to the device, it could not be ruled out. The patient experienced an aggravation of the driveline infection due to non-tuberculous mycobacteriosis. The patient was discharged on (B)(6) 2023. Previous bacterial driveline infection was reported under 2916596-2023-03229.

Manufacturer narrative:
Section a4: patient weight corrected. Section d1: brand name corrected. Section d4: model number, catalog number, and primary UDI corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.